Manufacturer narrative:
(B)(4). Added additional information: the analysis results found that the er320 device was returned with one clip jammed between the top shroud and the floor; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed in the jaw of the applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.